Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited changes in right ventricular (rv) and right atrial (ra) pace impedance measurements. Trending displayed an increase in pace impedance in both the rv and ra since about (B)(6) 2022 but the measurements were still within normal range. A high out-of-range shock impedance was recorded, measuring greater than 127 ohms. Boston scientific technical services recommended troubleshooting options. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited changes in right ventricular (rv) and right atrial (ra) pace impedance measurements. Trending displayed an increase in pace impedance in both the rv and ra since about (B)(6) 2022 but the measurements were still within normal range. A high out-of-range shock impedance was recorded, measuring greater than 127 ohms. Boston scientific technical services recommended troubleshooting options. No adverse patient effects were reported. This rv lead remains in-service.